Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units and the insulin gauge displayed an amount that was lower than what the customer expected (32 units). During the call with tandem technical support, the customer reloaded the cartridge successfully and delivered a 10.2 unit test bolus while disconnected from the pump, and received an accurate fill estimate. There was no impact to the customer's blood glucose level (226 mg/dl).